Manufacturer narrative:
Concomitant medical device versys femoral head, 32 mm, +0 mm neck (00-8018-032-02, 61484662); trilogy acetabular shell, 52 mm (00-6200-052-22, 61429549); trilogy longevity liner, 32 mm (00-6305-050-32, 61412972); bone screw (00-6250-065-25, 61432048). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 6 years post initial surgery due to dislocation. Patient experience a dislocation approximately 6 months prior to revision. Pre-surgical workup indicated elevated metal ions. During the revision, surgeon reported the following: tissue damage, debris, plastic fragments in the capsule, liner had fragmented, and stated locking ring was locked and not mobile, corrosion to neck & head, therefore head and liner were exchanged.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Medical notes identified patient experienced a dislocation approximately 6 months prior to revision. Alval, granular debris noted. Bone-in capsule appeared to be not viable. Corrosion at the femoral neck and inside the femoral head. Fragmentation of liner posterior/inferior. Plastic fragments/debris inside the capsule. Acetabulum component good ingrowth & stable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Additional information provided does not constitute any findings related to this revision. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and metallosis symptoms.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - femoral head catalog#: 00801803202 lot#: 614848662, unknown acetabular cup catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were noted. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure due to pain and symptoms of metallosis, alval and trunnionosis. The femoral head was removed and replaced.